Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event, it is impossible to interrogate an implant with the subject cpr4 head. After opening the cpr4 head, it was noticed that the stacked cards at the bottom are oxidized and with traces of humidity. Regarding the pad card for telemetry, one of the six is highly oxidized. After cleaning with sandpaper and drying the cards at 37°c, they were restacked. Then, retesting of the cpr4 head was successful, it works correctly and can interrogate devices. We can conclude that the reported event was caused by this oxidation of the cards. This oxidation is most likely due to an exposure of the head to a liquid. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 7-january-2025, it is impossible to interrogate with the cpr4. Another head was used and the connection/interrogation was successful.